Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The gpos and rtos batteries were replaced. The system software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.